Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the cardiac resynchronization therapy pacemaker (crt-p) lead impedance measurements were indicated as "not taken" on the measurement screen. In addition, the left ventricular (lv) lead exhibited high impedance. The crt-p was not used, and another device was implanted. The implanting device programmed vector recorded a measurement, but two other vectors displayed a ¿not taken¿ value. The implanting device and the chronic lv lead remain in use. No patient complications have been reported as a result of this event.